Event description:
On (B)(6) 2016, additional information was received from a foreign rep. It reported the implant date was "eri 15 months". It was "not clear" if the patient had any symptoms because "the patient have some psychiatric problems". On (B)(6) 2016, information reported the pump was explanted (date unknown) and would be returned for analysis. Logs were received and indicated the clonidine in the pump was 150 mcg/ml and the dose was unreadable. The logs indicated a 'stopped pump period may exceed tube set' message occurred on (B)(6) 2016 at 23:19.

Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-10-28 (B)(4) (for, hcp, rep): information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received clonidine (unknown concentration and dose) in an implantable pump for an unknown indication for use. During a pump follow-up appointment, the hcp noticed a motor stall message upon interrogation. There was no reported motor stall recovery. It was unclear if there were any patient symptoms. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. No actions/interventions were taken yet to resolve the issue. Surgical intervention was planned, but had not been scheduled. The issue was considered ongoing. The status of the patient was stated to be alive and with no injury.

Event description:
Additional information was received. It was reported that the hospital has possession of the explanted pump. It was unknown when the device would be returned.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train of the motor. Analysis identified stall due to shaft-bearing. Eval code-result updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.